Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the glue at objective lens peeled off due to stress of repeated use, external factors, or handling of the device. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope¿ as below. [Inspection of the endoscope]. 3. Inspect the surface of the insertion section for cracks, dents, bulges, or other irregularities. 4. Inspect the covering of the bending section for sagging, swelling, cuts, holes, or other irregularities. 5. Carefully run your fingertips over the entire length of the insertion section. Check for protruding objects or other irregularities. 6. Inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. 7. Inspect adhesives on the covering of both distal ends of the bending section for scratches, cracks, or tears." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue of air/water leak was confirmed. Device evaluation found pinhole in the a-rubber (bending section) and due to pinhole , watertightness is lost (leakage observed). Furthermore, as noted , the device evaluation found that the adhesive around objective lens was peeled. This condition was attributed to deterioration/breakage due to chemical stress / physical stress . Additionally, device evaluation found that the adhesive on the bending section cover had a chip, video cable had a scratch and the video connector was deformed. The bending angle in up direction does not meet the standard value and the forceps elevator lever was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the videoscope had an air/water leak. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: adhesive around objective lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.